Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the event occurred due to the failure of the image sensor unit or the board inside the video connector. , or there may be a problem on the system side. The inspection method for this phenomenon is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.7 inspection of combined functions with accessories and related devices". [Inspection of endoscopic images] check whether 3d images are displayed normally in normal light observation or nbi observation. 1 observe the palm, etc. Using normal light observation images and nbi observation images. 2 confirm that the touch panel of the video system center (otv-s300) is the main screen. 3 turn on the illumination lamp according to the instruction manual of the video system center, complete the white balance adjustment, and perform the 3d adjustment. 4 press the "prepare/exit" button at the bottom left of the touch panel of the video system center. 5 if the 3d adjustment is "incomplete", follow steps 6-11 to adjust the 3d view. If 3d adjustment is "done", go to step 12. 6 set the observation mode to wli according to the instruction manual of the video system center. 7 insert the 3d adjustment cap until it hits the tip of the endoscope. 8 press the "execute" button in the 3d adjustment window on the touch panel or the custom switch to which "3d adjustment" is assigned to perform 3d adjustment. Hold the endoscope in your hand so that the 3d adjustment cap does not move. If using the endoscope remote switch, press the switch for 1 second. 9 confirm that the 3d adjustment window has changed to "completed" and a message is displayed on the monitor. 10 if 3d adjustment is not completed, repeat steps 2 to 9 while referring to "chapter 5 troubleshooting". 11 remove the 3d adjustment cap from the distal end of the endoscope. 12 put on the 3d glasses supplied with the 3d monitor. 13 observe the palm, etc. Using normal light observation images and nbi observation images. 14 confirm that the illumination light is emitted. 15 adjust the amount of light to obtain an appropriate brightness. 16 remove the 3d glasses and check that the two images displayed on the 3d monitor are aligned vertically. 17 put on the 3d glasses again. 18 while observing the 3d image, close the left and right eyes alternately and confirm that there is no difference in color or brightness between the left and right images. 19 while observing the 3d image, use forceps to touch the object and confirm that there is no discomfort in the sense of depth. 20 confirm that there are no abnormalities such as noise, blur, or cloudiness in the 3d image during normal light observation and nbi observation. 21 operate the joystick of the endoscope to bend the flexure. 22 confirm that the 3d image does not momentarily disappear during normal light observation and nbi observation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had a generation of noise. And the subject could not be recognized. The reported issue occurred, during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed, that there was a scope communication error (e216) which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported event by the customer, as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was unable to be confirmed. During the device evaluation, it was observed, that there was scope communication error (e216); due to damage on the charge-coupled device unit. Upon further inspection: water tightness was lost; due to damage on the light guide cover glass. It was also observed, that the adhesive on the bending section cover had a chip; due to chemical or physical stress. It was observed, that the light guide cover glass and the angulation lever were deformed; due to a handling problem. It was also observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. It was observed, that the video cable had a dent; due to chemical or physical stress. Lastly, it was observed, that the video connector and the video connector case had a crack; due to a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.